Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Pairing test was performed and the test did not pass. The customer complaint was confirmed. The root cause was determined to be a defective transmitter. Additionally, the receiver (part number str-gf-001/dx52905282/lot number 5205023) being used with the transmitter was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed with the receiver because it could not be determined if any error occurred on the date of event. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to reset bluetooth, remove and reinstall g5 application, manually enter transmitter ID, and pair the transmitter, which was unsuccessful. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.